Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced with a new lead. The patient was stable throughout the procedure.